Manufacturer narrative:
(B)(4).

Event description:
It was reported by the surgeon that the patient needed to be explanted due to an infection. It was noted the patient has an underlying skin condition called darier disease, which the surgeon says probably contributed to the infection. The surgeon attempted to flush and infection site a few weeks prior to the explant, but determined an explant was still needed. Both the lead and the generator were explanted on (B)(6) 2016. Review of the generator and lead device history records confirmed both were sterilized prior to distribution.